Event description:
It was reported that a pipeline vantage with shield technology was used in a procedure involving an unruptured aneurysm located in the paraophthalmic segment of the internal carotid artery. There was a discrepancy in measurements between the distal and proximal parts of the aneurysm, with dimensions of 7mm in max diameter and 6.61mm in neck diameter. The landing zone measurements were 3.9mm distally and 4.6mm proximally, and moderate vessel tortuosity was noted. Dual antiplatelet treatment was administered, and the angiographic result post-procedure was deemed acceptable, with the objective to cover the neck of the aneurysm. The devices were prepared as indicated in the instructions for use (IFU). At the 6-month follow-up, a slight fish mouth was observed in the distal segment, but the patient remained well and asymptomatic. It was decided to leave the condition as is and conduct a new follow-up in 6 months. No patient complications have been reported as a result of this event. Additional information received reported that at the moment, as the patient has no clinical signs, she has been left on antiplatelet therapy and expects the next follow-up in six months. Ancillary devices: axs vecta 74 stryker guide catheter, phenom 27 mdt lot: 227159095, infinity stryker guidewire, balt optima 7x13, 5x9, 4x13 coils.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.